Manufacturer narrative:
The meter and test strips have been requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number (B)(6) compared to a professional coaguchek xs meter serial number unknown using an unknown laboratory reagent. At 2:44 pm, the meter result was 3.9 inr. At an unknown time, the result from the unknown professional meter was 1.5 inr. On (B)(6) 2023 at 9:49 am, the meter result was 3.0 inr. At the same time, the meter result from the unknown professional meter was 2.1 inr. At 10:20 am, the result from the laboratory was 2.2 inr. The customer's therapeutic range is 2.5-3.5 inr. The customer tests once a week.